Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is march 20, 2019.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is march 20, 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer states that the insulin pump had no delivery alarm and was resolved by changing complete set. The customer states that the rewind process seems to take a bit longer, had experienced unexplained no delivery alarms, insulin pump was not as loud as it used to be and insulin pump had cracked near the battery cap. The device will not be returned for analysis.